Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had weight loss and the implantable pulse generator (ipg) had migrated causing pain and discomfort. It was also stated that the patient was having difficulty charging the ipg due to migration. The patient underwent a procedure wherein the ipg was repositioned and the patient was doing well postoperatively.